Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14584; 2015691-2020-14585; 2015691-2020-14586; 2015691-2020-14587; 2015691-2020-14588; 2015691-2020-14589; 2015691-2020-14590; 2015691-2020-14591; 2015691-2020-14592; 2015691-2020-14593; 2015691-2020-14594; 2015691-2020-14595; 2015691-2020-14596; 2015691-2020-14597; 2015691-2020-14598; 2015691-2020-14599; 2015691-2020-14600.

Manufacturer narrative:
This is seven of seventeen manufacturer reports being submitted for this case. Please reference article: tiwana, jasleen, et al. "Contemporary transcatheter mitral valve replacement for mitral annular calcification or ring." Cardiovascular interventions 13.20 (2020): 2388-2398.   The dates of the events are unknown; however, according to the article the study period was from september 2015 to april 2020. For this reason, the first day of the reported study period (01-september 2015) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are:  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve and edwards sapien 3 ultra heart valve. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality >=1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 ultra transcatheter heart valve, model 9750tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator).   Per report, the device was used in an off-label implantation in the mitral position.  As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use.   Conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tvr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Based on the limited information provided in the article, the cause of the conduction disorders is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through article ¿contemporary transcatheter mitral valve replacement for mitral annular calcification or ring¿ regarding a  single-center study was conducted of valve¿in¿mitral annular calcification (vimac) and valve-in-ring (viring) tmvr from september 2015 to april 2020. In-hospital and 30-day outcomes were assessed. The following observations were made:   during the 30 day hospitalization, there was 1 patient who required a new permanent pacemaker. Details of the events was not provided.